Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood (bg) glucose level. Customer fell and hit his head due to the event. Reportedly, bg value was 0 mg/dl, and was too low to be recorded. No issues with the pump or supplies were observed and no alerts or alarms had occurred. Contact did not know how long supplies had been in use when the event occurred. While hospitalized, the customer was treated with intravenous dextrose. Customer was released from the hospital on (B)(6) 2016 with the issue resolved.